Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm or possible under delivery anomaly due to motor error alarms. Also, device unable to download unit to carelink pro due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was alleging under delivery. Customer's blood glucose level was 23 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer was using insulin pump within 48 hours of high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. The insulin pump will be returned for analysis